Manufacturer narrative:
A fracture of the svc conductors was found at 3.0cm from the connector pin consistent with fatigue. This is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that high, out of range high voltage lead impedance was observed. The lead was explanted. The patient condition was good after the event.